Event description:
It was reported that, "circulator opened box saw packaging was compromised. Scratch also seen on head after opening package. Doctor wanted to flash head to sterilized but scratch was seen. Doctor removed implanted 36mm liner to go to 32mm because there was only one 36 -5 head."